Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on plunger clamp in the reported problem area of the pipette assembly. Replaced plunger clamp, and cleaned tip clamp/sleeve. Ran splld checking procedure, and customer software run without error. The instrument was tested without further problem, and was returned to expected operation.